Event description:
It was reported by the customer that during use the cardiosave hybrid intra aortic balloon pump (iabp) malfunctioned. Insufficient vaccum alarm. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.